Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Noise was observed on the atrial lead. No intervention or patient symptoms were reported. The patient would be monitored.